Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a documented lowest blood glucose of 56 mg/dl and glucose values below range for over one hour, and no back-up therapy or ketone testing used. Symptoms included feeling sluggish. Outcomes included no need for professional medical intervention or assistance. Investigation included case review, troubleshooting, and user education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.